Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/interlink vac had tip breakage. The following information was provided by the initial reporter: material # 303405, batch # 5169514. Verbatim: physician reported that a blunt plastic cannula broke and stuck her while accessing a vial. She reports that this is the second instance of this happening with this item. Additional information provided: this is the second time I have experienced a break with this device. The first time was 1-2 years ago where I was injured from the plastic breaking. After that point, I have actually stopped using the plastic piece. I traditionally open a separate blunt fill needle for my own safety. This week, I did not have the blunt fill needle readily available and needed to proceed with using the plastic one pre-packaged where I experienced the malfunction. Fortunately, skin was not broken this time. Previous event I had a puncture to my hand that required alterations to scrubbing. I cannot find the photo that I sent to or leadership from the previous event in the last couple years. This time was last monday. For more detail on my injury, I had a laceration that did not require suturing. I used topical agents (dermabond) and tegaderm to cover injury. I performed local wound care with topical wound healing agents. It has a small scar, but no long term issue. I did not require oral antibiotics. This time fortunately the skin was not punctured, but just bruised, so while hurt it was not a barrier to doing my job.

Manufacturer narrative:
(B)(4). - supplemental MDR - tip breakage. As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.